Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va0fp3q, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect and had no stimulation sensation. It was stated the patient¿s symptoms had a sudden onset. The patient stated they lost their programmer and they needed to change their settings as soon as possible. The patient noted they felt like they were back to square one before the implant. The patient stated the therapy normally worked but the patient had no way to check the settings. It was stated that when the patient took lasix they would go to the bathroom constantly for the first hour and then it would balance out with their device therapy. The day prior to report the patient went to the bathroom about 13 times and they drank a lot of water and their urine was clear. The patient noticed a sudden return of symptoms three weeks prior to report but in the last couple days prior to report the patient noticed it drastically and they weren¿t feeling the stimulation sensation, especially the day prior to report. The patient stated they had a lot of swelling in their feet and didn¿t know where it was coming from. The patient noted their healthcare provider said it was because they were too overweight. The patient¿s swelling had them where they weren¿t moving around like they used to. The patient could feel their implantable neurostimulator (ins) and it felt awkward when they touched it and it seemed like it flipped a little bit. The patient noticed it a long time ago. The patient also stated they hadn¿t noticed the stimulation sensation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.